Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a constant beep that would not stop. Customer removed the battery and put it in storage mode, and the beep stopped. Customer reinserted the battery, the tone recurred, and the display was white. Customer was advised to let insulin pump reset for 2 hours. Customer called back after 2 hours and reported that after inserting a new battery the device was still not normal. Customer's blood glucose reading was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with minor scratched lcd window and case.